Event description:
The patient was revised on the left hip for a dislocated constrained liner.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device eval: hospital retained.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of photograph of an x-ray provided confirmed the reported event of the constrained liner disassociated from the hemispherical shell. Medical records received and evaluation: clinician review concluded that the wheelchair bound patient with a history of multiple dislocations of a tha due to neuropathy. Prior surgeries include revision to constrained liner. Reported events include a femoral head being dislocated out of the constrained liner. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because limited information is available for this inquiry. However, the patients wheelchair status and neurologic deficits puts him at increased risk for instability and excessive loads across the hip. Without further information no conclusion can be reached regarding the possible mechanical causes for failure of the locking mechanism. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient was revised on the left hip for a dislocated constrained liner.